Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had pump error alarm. It is reported the insulin pump alarmed and stopped insulin delivery and there is no indication that the alarm is resolved through troubleshooting. The rewind or prime could not be completed, test pertaining the alarm failed such as self-test, displacement test, high pressure test, bolus or the alarm could not be cleared or reoccurred after troubleshooting. The customer stated the display was not blank for less than 30 seconds and then did not returned and insert battery alarm did not displayed on pump screen. The customer stated that contacts on battery cap were missing or damaged. No harm requiring medical intervention reported. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged pump error 43 found on (B)(6) 2022. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test, however failed the self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No unexpected pump error 43 noted during testing. Device successfully downloaded to thump. Confirmed pump alarm on (B)(6) 2022 at 04:33:00.000 in pump downloaded history. Device was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, cracked case, battery tube threads - cracked, cracked case-corner of belt clip rails, label damagev(serial number label peeling) and corroded battery tube. In summary, customer allegation for pump error 43 was not confirmed during testing. Moisture damage on electronic stack was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.